Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that while in the clinic on (B)(6) 2014 the pump speed continued to decrease into the 8600's (set speed was 8800 rpm). The pt was admitted with suspected pump thrombus. The pt's inr was 2.55 upon admission, and his lactate dehydrogenase (ldh) was approximately 300 iu/l. A chest tube was placed for drainage of a large left pleural effusion; approximately 2l of fluid was ultimately removed. The pt reportedly experienced a syncopal episode. After the chest tube placement, the pt's sys controller was exchanged to the backup sys controller without resolution of the speed reductions. The following morning the pt experienced several low flow alarms while lying in bed. A heparin drip was started. On (B)(6) 2014 the pt's hemoglobin was stable and the ldh was 441 iu/l. A CT scan and echocardiogram showed no abnormalities. The pt had no dysrhythmias, his blood pressure was okay, and he had no right ventricular failure. A ramp study was performed and the physicians were concerned that there was a possible obstruction on the outflow graft and that the position of the inflow conduit may have shifted due to weight loss by the pt. It was noted that the aortic valve was opening 1:1 during the ramp study when the pump speed was set at 10,400 rpm. Based on this they felt that this was causing the low flow events. On (B)(6) 2014, the MFR's technical service evaluated the device which appeared to be functioning as intended and there was no evidence to support any device failure. A CT scan was performed and the pump was reportedly not malpositioned. The pt's condition will continue to be monitored.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
Additional information was received that the patient received a heart transplant on (B)(6) 2014. Additional information and clarification was also received regarding the initial event that was reported. The emergent chest tube that was placed on (B)(6) 2014, was required as the patient had 1l of blood in his chest. The patient was seen in the clinic that day and passed out. The surgeon was concerned there was a potential leakage at the lvad anastomosis site. The patient was also experiencing several (to near constant) low flow alarms and several decreases in speed. A chest CT scan was taken and revealed pleural effusion. There was a concern for pump thrombosis as the patient had a positive ramp study and elevated lactate dehydrogenase. Due to these observations, as well as the cardiac catheterization lab results, the physician suspected that the patient had a thrombus in the inflow cannula of the pump. Exchanging the patient's pump was discussed; however, a decision was made to move the patient to status 1a for a heart transplant.

Manufacturer narrative:
The report of suspected thrombus was confirmed during the evaluation of the returned pump. The pump was returned assembled with the driveline cut approximately 2.5¿ from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump''s inlet port. The sealed outflow graft, outflow graft bend relief, and outflow elbow were returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured in place around the outflow graft nut. The analysis of the sealed inflow conduit, the sealed outflow graft, and the outflow elbow revealed no evidence of depositions or thrombus formations. The examination of the rotor upon disassembly of the returned pump revealed a thrombus formation surrounding its bearing ball. The lamination and slight denaturation of this formation indicate that it likely developed over an undetermined period of time while the pump was supporting the patient. Additionally, the grainy texture of this deposition suggests that the explanted pump was treated with a fixative agent (e.g. Formalin, formaldehyde, or paraformaldehyde) before being returned for analysis. Although a root cause for the development of the observed formation could not conclusively be determined, it could have contributed to the patient¿s elevated lactate dehydrogenase levels. In addition, the reported low flow alarms were confirmed based on the evaluation of the log files that were submitted at the time of the event; however, the size and structure of the observed thrombus formation suggests that it is unlikely that it contributed to these alarms. Therefore, a root cause for the patient¿s low flow alarms could not be determined. Upon removal of the observed deposition, the pump was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists hemolysis and device thrombus as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.